Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (bone reduction forceps-large, part number 398.985, lot number t939688). The investigation confirmed that the tip of the reduction forceps is broken off as complained. As previously reported, a review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirmed that the hardness, material, components, and final product met inspection records, certification test values and acceptance criteria. All parts of this lot were checked 100% for critical features at the final inspection on april 2009 and were found to be conforming. Unfortunately an exact root cause of the failure could not be determined however; this complaint condition is likely a result of use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial hospital contact number: (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: the report indicates that the: manufacturing date: 14-apr-2009, part: 398.985 / lot: t939688. Review of the two device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the hardness, material, components and final product met inspection records, certification test values and acceptance criteria. No ncrs were generated during production the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reduction forceps broke at the tip during surgery. No prolongation of the surgery reported. Patient is ok, 1 photo of broken device reported. No fragments were generated, no patient harm. This complaint involves 1 part. This report is 1 of 1 for (B)(4).